Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 2/17/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings:.battery compartment cracked in two places: below bumper pad and between bumper pad and top. Battery cap is damaged ¿ top is worn. Test cap used for all steps and did tighten fully. Unrelated to the complaint, there is a dimd pink display.